Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: investigation revealed that the button keypad cover was missing, the contacts were damaged and flattened, and the buttons were difficult to press. Cracks in battery compartment were observed from the threads to the case seal left of the grip pad, and below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed keypad buttons that were difficult to press and battery compartment cracks. This report is made based on results of investigation completed on (B)(6) 2017.